Manufacturer narrative:
(B)(4). Samples are not available for evaluation as they are contaminated with blood. Batch review completed. Results indicate: there were no aberrancies found during the manufacturing of this lot.

Event description:
Customer service specialist contacted corporate product surveillance on monday, (B)(6) 2010 to communicate report received from customer. According to the report, a y-type blood/solution set (B)(4) of lot number ur10a27066 was found with a hole in the set that squirted blood everywhere. The contaminated set was put in a bio-hazard bag as sample. There was no patient injury or medical intervention associated with this report. Samples are not available as they have been contaminated with blood. No other information was available.